Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the device failed functional testing for device shutdown due to a loose display screw. It was also noted that the upper case, lower case, and bail cover were broken and contaminated, the battery release, ring cover, battery release o-ring, battery drawer and battery drawer o-ring were contaminated, the battery contacts were compressed, the ring was bent, and the keyboard was scratched. (B)(4).